Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported issue. The universal surgical manipulator (usm) was replaced to resolve the product issue. Intuitive surgical, inc. (Isi) received the usm to perform failure analysis. The replaced usm was analyzed and found to have a bearing carriage that fell apart, which caused the carriage assembly to wobble and the instruments to not be secure when installed. The insertion rail was replaced. Once the insertion rail was replaced, the usm was tested on an in-house system and passed testing. The complaint regarding the usm carriage cover being loose was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure that the carriage cover on one of the universal surgical manipulator (usm) was loose. The cover was reportedly still intact. The procedure was completed with no report of patient injury.